Manufacturer narrative:
Pain was observed following the implantation of this biotronik device. Therefore the device as received was visually inspected. The visual inspection revealed no external anomalies. The quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. In conclusion there was no indication of a material or manufacturing problem.

Event description:
Patient presented with pain and redness around the edges of pacemaker site. The device was more prominent on her chest, and physician had concerns about impending erosion. Device was subsequently explanted and replaced. Should additional information be received, this file will be updated.